Manufacturer narrative:
(B) (4). Results - visual inspection of the returned product showed evidence of clear surgical residue; however, there was no visible damage noted to the ftp, cartridge or injector. (B) (4).

Event description:
It was reported that a competitor's lens was damaged due to a malfunction of the foam tip plunger.